Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse did not confirm a leak from the shear valves but the fse found the front blood detector tubing to the blood sampling valve (bsv) disconnected at the blood detector. The fse replaced the tubing and the pathway was back flush to resolve the partial aspiration errors reported. The fse also noticed that the bsv was not sealing properly and the bsv was replaced. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported getting partial aspirations (p) errors and a contained leak from the shear valves of the coulter lh 750 hematology analyzer. The volume of the leak was 1 ml of clear fluid. A beckman coulter (bec) customer technical specialist (cts) indicated that the customer had found and addressed the leak by reattaching the tubing to the diff shear valves, and that the instrument was giving partial aspiration errors. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing gloves and lab coat. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.